Manufacturer narrative:
Citation: baumbach et al. Landmark comparison of early outcomes of newer-generation myval transcatheter heart valve series with contemporary valves (sapien and evolut) in real-world individuals with severe symptomatic native aortic stenosis: a randomised non-inferiority trial. Lancet. 2024 jun 22;403(10445):2695-2708. Doi: 10.1016/s0140-6736(24)00821-3. Epub 2024 may 22. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of early outcomes of newer-generation myval transcatheter heart valve series with con temporary sapien and evolut valves.  The timeframe of this study was between january 6, 2021, and december 5, 2023.  The study population included 768 patients who were predominantly male with a mean age of 80 years old.  Multiple manufacturer¿s devices were implanted in the study population; a portion of patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all transcatheter valves patients, adverse events included: stroke, bleeding complication requiring intervention, acute kidney injury, moderate to severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, valve-in-valve implant, valve migration, severe patient-prosthesis mismatch, congestive heart failure requiring hospitalization, high gradients >20 mm hg, and conversion to open surgery.  Other events that likely occurred during use of the delivery catheter system included: unsuccessful access, unsuccessful delivery of the device, unsuccessful retrieval of the delivery system, and access-related complications requiring intervention. No further information was provided pertaining to medtronic products.